Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-nov-2017 with the following findings: during investigation, the black box showed unusual fluctuation of the voltage resulting in a replace battery alarm and low battery warning. The battery compartment was found to be cracked. There was corrosion observed inside the battery compartment. The battery cap was not returned. A test battery cap was able to attach to the pump and power on. The current draws were within specification. A "battery life" was not duplicated during investigation. A leak test failed due to a battery compartment leak. The pump cover was removed and there was evidence of moisture damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.